Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the blockage alarm was triggered and frequently occurring. Per reporter, the event occurred while in use with the patient at the patient's home. There was no patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump ehl showed that the pump had frequent "occlusion" alarms. The occlusion pressure was measured and within specification with no abnormalities. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative adjusted the occlusion detection sensor and wiped clean, and the pump passed all functional tests and performed as intended.